Event description:
Falsely elevated carbon dioxide (co2) results were obtained on 5 patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The patient samples were repeated on an alternate dimension vista instrument. The repeat results were lower than the discordant results. The repeat results were reported to the physician(s) as the correct results. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated co2 results.

Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc) and reported that discordant falsely elevated carbon dioxide (co2) results were obtained on 5 patient samples on a dimension vista 500 instrument. Quality controls recovered within acceptable ranges on the day of the event. As per a siemens ccc representative instructions, the customer reviewed instrument process errors and found water purification module (wpm) resistivity less than set point and wpm permeate conductivity errors. The customer stated that they had been having water issues with the wpm for several weeks. The customer cleaned all server 1's probes and drains, ran alignments for sample probe 1 and reagent probes 1 and 2, reseated and aligned sample probe 1, primed all pumps multiple times, and ran calibration and quality controls for co2. Calibration recovered within ranges but quality controls recovered out of assay range. A siemens customer service engineer (cse) was dispatched to the customer's site. The siemens customer service engineer (cse) replaced the wpm q-gard filter. This action returned water quality to acceptable limits and subsequent calibrations and quality control returned to acceptable limits. Then, the cse check the resistivity check point and determined it was acceptable. There were no permeate conductivity errors while the cse was on site. Then, the cse ran all server 1 challenge methods, inspected sample 1 and reagent 1 transfer arms and probes, ran alignment diagnostic tests on sample 1 and reagent 1, inspected aliquot probe, reset the instrument, repeated sample 1 and reagent 1 alignment tests, calibrated co2 assay, and ran precision study and quality controls, which recovered acceptably. Siemens further investigated the issue. The wpm demonstrated unacceptable resistivity and the co2 method is sensitive to water quality. Therefore, siemens determined the co2 calibrations near time of events had elevated signal responses and calibration coefficients, which directly relate to poor water. Siemens concludes the probable cause of the discordant co2 results is poor water quality. The instrument is performing according to specifications. No further evaluation of this device is required.